Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the six week follow up, transesophageal echocardiogram imaging revealed a small communication noted at the base of the closure device, where flow was observed around and coming from the bottom up into the device. The leak was not measured. The closure device appeared more proximal on the limbus side of the laa, indicating a migration from its originally implanted location. The physicians decided to have the patient remain on xarelto, continue aspirin, and not start plavix at this time due to the leak. No further interventions were performed.